Event description:
Complainant alleged that during a routine shift check by a clinician the device would not discharge to the multifunction cable test port, but would discharge to paddles in the test wells. The complainant indicated that there was no pt involvement in the reported failure.